Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when they attempt to print a code summary that their device will reboot by itself.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's power pcb assembly and battery wire harness.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed battery wire harness and was unable to further duplicate the reported issue.  No failures were observed. Physio then further examined the removed power pcb and was also unable to further duplicate the reported issue.   The power pcb passed functional testing; however, physio did observe wear/pitting on the plating of battery pin 1 on the pcb-mounted jack connector, designator j11.  There was no evidence that the observed wear/pitting contributed to the reported issue.